Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that by returning form a CT scan the patient which had a serious brain trauma needed a reanimation. Based on the initial information the patient was connected to the device, but the device has not been in operation mode. The device was switched from standby to operation mode after the reanimation. We were informed that the patient later died. According to our information there is no connection between the patient death and the incident.

Event description:
It was reported that by returning form a CT scan the patient which had a serious brain trauma needed a reanimation. Based on the initial information the patient was connected to the device, but the device has not been in operation mode. The device was switched from standby to operation mode after the reanimation. We were informed that the patient later died. According to our information there is no connection between the patient death and the incident.

Manufacturer narrative:
The device was examined on site by a dräger service technician and the log file was made available for further investigation. Based on the initial information the patient was connected to the device, but the device was not put into operation mode until a reanimation of the patient had been performed. We were informed that the patient later died. According to the received information there is no connection between the patient death and the incident . The device was put into ventilation mode at 15:01 system time on (B)(6) 2022. Based on the log file analysis no technical fault of the device was found. The log file entries show the device posted different ventilation-related alarms between 15:18 and 15:31 system time. These alarms were related to the given application and ventilation situation but were not caused by a technical fault. Beginning at 16:11 system time a suction maneuver was being started by the user but cancelled a few seconds later. Adjacent to the cancelled suction maneuver the ventilator started alarming for "disconnection detected" for a period of 7 minutes and 42 seconds. Since the software function "anti-air shower" was being enabled by the user via the system setup menu, the flow delivery was automatically reduced as long as the alarm "disconnection detected" was lasting. This is a specified device behavior and described in the IFU. Finally the user ended the therapy by entering the standby mode on 18:14 system time. At 19:22 system time the device was put into ventilation mode again. This sequence is assessed to be the reported demo/test session executed by the doctor. Between 19:22 and 19:56 again ventilation-related alarms as well as "disconnection detected" were posted and the flow was reduced as specified due to active anti-air shower function. The log file entries confirm the reported disconnection of the o2 supply caused by a doctor who was showing the impact of this maneuver. The device alarmed "no o2 supply" as specified. The log file revealed no technical fault during the period between 19:22 and 19:56 system time. The device evita v800 is equipped with an integrated pressure, flow and volume monitoring. In case of a performance or application problem, the device will post appropriate visual and auditory alarms according to the set alarm thresholds. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.